Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant a low voltage lead experienced high and undefined impedance. This lead was removed and a second low voltage lead was attempted. It was reported the second low voltage lead had high thresholds. This lead was removed and replaced. No patient complications have been reported as a result of this event.